Event description:
It was reported that a pump was alarming no disposable (nd). Silenced the alarm, reviewed the settings, and restarted the pump. The pump is running. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.